Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on 07/17/2015 for diabetic ketoacidosis with a high blood glucose level of 855 mg/dl. The customer was treated for their blood glucose with IV drip. The customer was assisted with troubleshooting the insulin pump and found that the infusion set was not properly locked and secure causing the high blood glucose. The customer did not return the product back for analysis.